Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Troubleshooting measures were performed in the field, where the patient side cart (psc) common computer controller (ccc) was removed and replaced to address the initialization errors, and the system was subsequently verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The psc ccc was analyzed and the reported issue was confirmed and replicated. The ccc was found to be running on its golden image, which was resolved by programming the ccc.

Event description:
It was reported that during field service activity, the field service engineer (fse) found 297 errors on startup. The patient side cart (psc) will not initialize. There was no patient involvement.